Event description:
Coating came off the mesh intraoperatively during a laparoscopic incisional abdominal hernia repair.

Manufacturer narrative:
A significant amount of coating removed from the mesh, but there are many areas where the coating is still present and adhered very well to the mesh. It is impossible to know how much came off during insertion, deployment, fixation and trimming of the mesh versus how much came off during removal from the pt. Therefore, an accurate estimation of how much coating came off the mesh during implantation cannot be made. Atrium's simulation and analysis of coating abrasion after aggressive handling has shown that the coating is still detectable by ftir on the mesh monofilaments. No particular reason for the defect could be found. The lot history record review showed no issues with the manufacturing or inspection processes. To prevent the risk of mesh adhesion, the mesh was removed.